Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hals colostomy reversal procedure, a blue portion of the cap exploded. It is reported that the procedure was completed as usual. There was no adverse consequence to the patient. Device was discarded.